Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lymphadenopathy.

Event description:
Healthcare professional reported left side device rupture diagnosed by ultrasound. The device remains implanted.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: granuloma.

Event description:
Patient representative later reported ¿silicone granuloma¿ and "axillary lymph node sonographically confirmed siliconoma.¿

Manufacturer narrative:
Corrected date: g3: aware date from previous supplemental emdr should have been listed as 02apr2025.

Event description:
Healthcare professional reported left side device rupture diagnosed by ultrasound. The device remains implanted.

Event description:
Later representative on behalf of patient reported "contracted lymph node inflammation within throat", "physical and psychological suffering", "device recall and is afraid of developing cancer", "implant had ruptured", and "hardening and lump." The device has been explanted and replace with a non-abbive device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. Photo evaluation: visual analysis of the photographs identified: ¿ pain: unable to observe as it is not related to the manufacturing process. ¿ rupture: observed rupture on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ migration: unable to observe as it is not related to the manufacturing process. ¿ lymphadenopathy: unable to observe as it is not related to the manufacturing process. ¿ lump/nodule: unable to observe as it is not related to the manufacturing process. ¿ granuloma: unable to observe as it is not related to the manufacturing process. ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported "rupture of implant" via ultrasound. Patient reported "swollen lymph nodes and pain", "swollen lymphnodes in the neck, after swollen lymphnodes appeared in the breast and left axilla". Later representative on behalf of patient reported "contracted lymph node inflammation within her throat. Shortly thereafter, noticeable hardening and lumps appeared", " implant defect", "physical and psychological suffering", "device recall and is afraid of developing cancer", "implant had ruptured". Later patient's representative reported "silicone granuloma" confirmed with ultrasound. This record is for the left side. The device has been explanted and replace with a non-abbive device.